Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) this medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g1, g3, g6, h2, h3, h6 and h10. Review of the most recent repair record determined the motor was not working correctly, the control bar was not in the correct position, the control bar and machined head were damaged, and the unit was out of calibration at the 0, 10, and 20 readings. The motor, plug harness assembly, switch, control bar, thickness control shaft, machined head, needle bearing, and vespel and semi-circle shaft bearings were replaced and the unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2024-00142. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there are motor issues and uneven cutting of skin graft. Sides are being cut and middle is not being touched. Event occurred during surgery. There was no reported patient harm, and a 15-minute delay to complete the procedure. Due diligence is complete, no further information is available at this time.